Event description:
Complainant alleged that while attempting to shock a patient, the device inappropriately displayed a "defib pad short". Complainant indicated that the clinician obtained another device to continue treating the patient and the clinician obtained another multi-function cable with the same results. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.